Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included ovarian cystectomy, dysmenorrhea, cervicitis, nabothian cyst, paratubal cyst, adenomyosis and cystoscopy. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)") and was found to have weight decreased ("weight loss") and weight increased ("weight gain"). The patient was treated with surgery (hysterctomy (full), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain and menorrhagia had resolved and the weight decreased and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, genital haemorrhage, menorrhagia, pelvic pain, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain, back pain, abdominal pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding diagnostic results (normal ranges are provided in parenthesis if available): hysterosalpingogram - in (B)(6) 2010: study documented bilateral essure stent tubal occlusion. Imaging procedure - on (B)(6) 2010: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 20-apr-2021: mr received: reporter, medical history and lab test added. Based on the available information, a review of our complaint records and other relevant data will be conducted; any new and reportable information that becomes available from our investigation will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic pain') and genital haemorrhage ('general abnormal bleeding') in an adult female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. On (B)(6) 2010, the patient had essure inserted. On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), genital haemorrhage (seriousness criterion medically significant), abdominal pain ("abdominal pain"), back pain ("back pain") and menorrhagia ("menorrhagia (heavy menstrual bleeding)") and was found to have weight decreased ("weight loss") and weight increased ("weight gain"). The patient was treated with surgery (hysterctomy (full), salpingectomy (bilateral removal of fallopian tubes),). Essure was removed on (B)(6) 2012. At the time of the report, the pelvic pain, genital haemorrhage, abdominal pain, back pain and menorrhagia had resolved and the weight decreased and weight increased outcome was unknown. The reporter considered abdominal pain, back pain, genital haemorrhage, menorrhagia, pelvic pain, weight decreased and weight increased to be related to essure. The reporter commented: patient received treatment for events ¿ pelvic pain, back pain, abdominal pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding. Diagnostic results (normal ranges are provided in parenthesis if available): imaging procedure - on (B)(6) 2010: essure confirmation test(s) (unspecified) bilateral occlusion. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 17-sep-2019: pfs received : event injury was updated to pelvic pain. New events - back pain, abdominal pain, menorrhagia (heavy menstrual bleeding), general abnormal bleeding, weight gain, weight loss were added. Outcome of pelvic pain updated to recovered / resolved.patient information and lab data were added. No lot number or device sample was received in this case. At this time, we have no information suggesting that the device failed to meet its specifications. We will conduct a review of our complaint records and other non-conformances data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.